Manufacturer narrative:
Updated fields - b4, d9 (return to manufacture date), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected field- h6 (medical device ¿ problem code). A getinge field service engineer (fse) found motor control board found to be faulty. Motor control board replaced. Repair completed. Functional tests performed with positive outcome. The fault did not involve operators/patients. The equipment was returned to the customer for clinical use. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received pcb, motor controller with a reported unit failure of electrical test fail code 50. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, motor controller into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual. When the cs300 was turned on the fat dept. Observed electrical test fail code 50 on the display, along with an audible alarm. The fat dept. Was able to replicate the failure observed by the customer. The board failed testing. Retaining the board in the fat dept. Per procedure.

Event description:
It was reported that of cs300 intra-aortic balloon pump (iabp) showed electrical test fail code #50. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter name- (B)(6). A supplemental report will be submitted upon completion of our investigation